Event description:
It has been reported the patient has been experiencing difficulties initiating a communication between the ipg and the charging system. The patient currently has stimulation. A replacement charging system did not resolve the issue. The patient is working with his pain physician to determine the next course of action. Surgical intervention may be considered to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.